Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation and the report event was captured in a video provided by the customer. The device was put through extensive testing including full functional testing without duplicating the report. An internal inspection resulted in no findings. The hi/lo current cable and battery bay were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type